Event description:
(B)(4). Initial report for this spontaneous case was reported via sales rep from a physician on 01-nov-2007: the physician reported that a currently (B)(6) female pt was treated with injectable poly-l-lactic acid (sculptra, lot# and expiration date not provided) about 3 years ago. The pt developed a visible and non-visible papule on her cheek on an unspecified date. The outcome of the event was not provided. No further relevant info was provided.

Manufacturer narrative:
Additional info for sculptra (lot#/expiration date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.